Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead became extrinsically fractured due to o ver-rotation. The distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was received with the helix fully retracted. Visual inspection found distortion and fractured of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician experienced difficulty placing the right ventricular (rv) lead. After several reposition attempts, the physician was unable to extend the helix. A lead fracture was suspected, therefore the lead was removed and replaced. No patient complications have been reported as a result of this event.